Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the electrode is noted to be fractured. Boston scientific technical services (ts) reviewed the data stored within the remote home monitoring system and found several high out of range shock impedance measurements going back over a year along with oversensing of noise from less than one month earlier. Ts discussed further troubleshooting and solutions which included considering a revision procedure. A revision procedure was scheduled for a future date. At this time evidence suggests the electrode remains in service and no adverse patient effects were reported. Additional information was received that x-rays were sent into ts for review. Upon review ts noted clear visual confirmation of a lead impairment. The electrode remains in service and a revision procedure will be scheduled for a future date. Additional information was received that the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the electrode is noted to be fractured. Boston scientific technical services (ts) reviewed the data stored within the remote home monitoring system and found several high out of range shock impedance measurements going back over a year along with oversensing of noise from less than one month earlier. Ts discussed further troubleshooting and solutions which included considering a revision procedure. A revision procedure was scheduled for a future date. At this time evidence suggests the electrode remains in service and no adverse patient effects were reported. Additional information was received that x-rays were sent into ts for review. Upon review ts noted clear visual confirmation of a lead impairment. The electrode remains in service and a revision procedure will be scheduled for a future date.

Event description:
It was reported that the electrode is noted to be fractured. Boston scientific technical services (ts) reviewed the data stored within the remote home monitoring system and found several high out of range shock impedance measurements going back over a year along with oversensing of noise from less than one month earlier. Ts discussed further troubleshooting and solutions which included considering a revision procedure. A revision procedure was scheduled for a future date. At this time evidence suggests the electrode remains in service and no adverse patient effects were reported. Additional information was received that x-rays were sent into ts for review. Upon review ts noted clear visual confirmation of a lead impairment. The electrode remains in service and a revision procedure will be scheduled for a future date. Additional information was received that the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the electrode is noted to be fractured. Boston scientific technical services (ts) reviewed the data stored within the remote home monitoring system and found several high out of range shock impedance measurements going back over a year along with oversensing of noise from less than one month earlier. Ts discussed further troubleshooting and solutions which included considering a revision procedure. A revision procedure was scheduled for a future date. At this time evidence suggests the electrode remains in service and no adverse patient effects were reported.